Event description:
It was reported that perforation occurred, requiring additional intervention. The patient presented with coronary artery disease and in-stent restenosis and was undergoing percutaneous coronary intervention. The target lesion was located in the middle left anterior descending artery. A 3.00x20 nc emerge balloon catheter was used to pre-dilate non-boston scientific stents placed in 2006. A 3.00x48mm synergy xd drug-eluting stent was then deployed. Following post-dilatation with a 3.50mm x 20mm nc emerge balloon catheter, the physician recognized the patient pulse rhythm had changed. Upon injection, a perforation was observed in the target lesion. In the physician's opinion, the inflation caused plaque shift and ultimately perforated the artery. The patient then experienced tamponade, chest pain, and premature ventricular contractions. The physician placed a covered stent and tamped off with a 3.00x20 emerge balloon catheter. A pericardial tap was performed, and an echocardiogram was completed. The patient was currently stable and expected to recover.